Manufacturer narrative:
A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the reported complaint. The lot passed all release criteria.

Event description:
A patient care technician reported a blood leak alarm occurred during a patient's hemodialysis (hd) treatment. Follow-up was made with the clinic registered nurse (rn), who stated the hd patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm an hour and 48 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The rn stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s blood was not returned to the patient and the estimated blood loss (ebl) was 250ml. The rn stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. Per rn the patient was a ¿difficult patient¿ and voluntarily discontinued his remaining hd treatment and went home. Per rn the patient¿s hemoglobin levels have remained normal and the patient did not require any medical intervention or additional treatment as a result of the incomplete treatment, and no adverse event occurred. The rn stated the patient was able to continue in-center hemodialysis treatments without further issue. Per clinic manager the sample was discarded.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A patient care technician reported a blood leak alarm occurred during a patient's hemodialysis (hd) treatment. Follow-up was made with the clinic registered nurse (rn), who stated the hd patient was connected to the 2008t hd machine when the blood leak was observed. The 2008t hd machine generated a blood leak alarm an hour and 48 minutes after the hd therapy was initiated. The patient¿s dialysate flow rate (dfr) was 800 and the patient¿s blood flow rate (bfr) was 450. The rn stated the bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. No damage to the dialyzer or packaging was observed. The patient¿s blood was not returned to the patient and the estimated blood loss (ebl) was 250ml. The rn stated a blood leak test strip was used after the incident to check for the presence of blood in the dialysate; the test strip returned a positive result. The rn stated no patient adverse effects were experienced and no medical intervention was required as a result of this event. Per rn the patient was a ¿difficult patient¿ and voluntarily discontinued his remaining hd treatment and went home. Per rn the patient¿s hemoglobin levels have remained normal and the patient did not require any medical intervention or additional treatment as a result of the incomplete treatment, and no adverse event occurred. The rn stated the patient was able to continue in-center hemodialysis treatments without further issue. Per clinic manager the sample was discarded.